Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse manually programmed midazolam in the syringe module at a rate of 9ml/hour. Instead of running it at a dose of 9mg/hour. The concentration of midazolam was 5mg/ml. The event occurred in intensive care unit. The device was manually programmed instead of interoperability due to wi-fi issues. There was patient involvement but no harm.

Event description:
It was reported that the nurse manually programmed midazolam in the syringe module at a rate of 9ml/hour. Instead of running it at a dose of 9mg/hour. The concentration of midazolam was 5mg/ml. The event occurred in intensive care unit. The device was manually programmed instead of interoperability due to wi-fi issues. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.